Event description:
The complaint is now reportable based on the analysis approved in 2008. It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty crossing the lesion occurred. A 2.5x12mm taxus express2 drug eluting stent (des) had been selected to treat an unspecified lesion. The physician attempted to advance the 2.5x16mm taxus express2 des but the device would not adequately cross the lesion. The procedure was completed with another 2.5x16mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good". However, the returned product revealed there was stent damage.

Manufacturer narrative:
Device analysis: following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found damage to rows one, four and six from the proximal edge of the stent. One strut in each of those three rows was raised slightly. This type of damage is consistent with the delivery system encountering some form of restriction. A recommended sized guidewire was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.